Event description:
Pt under general anesthesia for a robotically assisted hysterectomy when the machine malfunctioned. The laparoscopic scissors were not working, and the entire arm #2 was rigid and not moving. The trocar was not locking and was disconnecting from the robot arm with attempted arm manipulation from the console. Staff in the room reported that this is a recurring issue with arm #2. Case was delayed >1 hour in attempt to trouble shoot and correct the malfunction.======================manufacturer response for surgical robot, (brand not provided) (per site reporter).======================nothing at this time.